Event description:
It was reported that the patient experienced an arteriovenous (av) fistula. In relation to a pulse field ablation (pfa) procedure using a farawave catheter the patient experienced an arteriovenous (av) fistula. The patient was hospitalized. The exact timing of the arteriovenous (av) fistula is currently unknown. The event is ongoing. It is unknown if the device will be returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).